Manufacturer narrative:
Device evaluation: device received with damaged lens and dso seal bubbled. Evidence of reported problem in event log was found. Power up and log download test were performed. The customer reported condition was not confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 presented a pink screen when connected to usb plug, error 44510, alarms, unable to download event log. No adverse patient effects were reported.